Event description:
Report 2 of 2 for (B)(4). It was reported that during an unspecified surgery, it was observed that while using the obt_button_4.0,167cw_mitek device and she_2rstck_5.9,30,167cw_ mitek device, the obturator got stuck when pulling it in and out of the trocar sheath. It was reported that both devices were replaced and the case was completed without further issue. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: device history review: a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found scratch marks along the shaft indicating heavy use in the field and the tip was deformed. Additionally, some foreign matter was found attached to all the device surface. No all the parts of the device were returned for evaluation. No other anomalies could be observed. A functional test was performed; the obturator was assembled in the sheath and resistance was felt when trying to assemble and disassemble the device. The overall complaint was confirmed as the observed condition of the she_2rstck_5.9,30,167cw_ mitek would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition is traced to the procedural variables, such handling of the device or product interaction during procedure. It is possible that while handling the device, it may have been dropped or struck by an instrument used during the procedure, causing the tip to become deformed. Furthermore, for the foreign matter observed, the potential cause can be traced to improper maintenance or cleaning procedure. As per IFU, 1) inspect for damaged, defective, or bent endoscopic accessories. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.